Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The complaint source confirmed that the product will not be returned. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A product shipment history review for the reported upn was performed for this customer. The last three batches which were shipped to the customer before this event procedure date. The manufacturing records for these three batches were reviewed and no issues or discrepancies were found. This records review confirms that the devices met all material, assembly, and performance specifications.

Event description:
Same case as: 6000089-2007-00754. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. Upon insertion, the 3.00x28mm taxus express2 drug eluting stent stuck in the 6fr runway guide catheter and snapped. The taxus express2 stent, iq wire, and runway guide catheter were removed together. The procedure was completed with another taxus express2 stent of the same size. No patient complications were reported. Patient status reported as "ok."